Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the female patient in her 70's, underwent plf surgery at l4-s1 for l5 spondyloptosis. During surgery, screws were placed at l4, l5 and s1 for l5 spondyloptosis (l4 for mas60.5&#1523;5mm, l5 for mas 7.5&#1523;5mm, s1 for sas 7.5&#1523;5mm). Reduction was performed at l4 and l5 with ari. When the surgeon performed l5 reduction by placing ari reducers after performing l4 reduction, he found that the l5 screw was loosened so he fixed the position with reductioning around grade 2-3. At the time of the event, bleeding was exceeded 3000ml so planned plif surgery at l5/s1 was postponed. Plf surgery was performed and a small amount of bone tip was placed in between the vertebral bodies and the surgery was completed. The surgeon commented patient's bone quality was not good so the screw was not clever and distraction was not enough between l4 and s1 so space to reposition l5 was not obtained. The surgical time was extended for 16-30mins.